Manufacturer narrative:
The patient was implanted with dual magec rods, and it was alleged that one of the patient's magec rods broke after over one (1) year of implantation. The rod was removed on (B)(6) 2016, and the patient was implanted with a new magec rod without incident. To date, the patient is doing fine and no negative outcomes have been reported. A DHR review revealed that there were no deviations from the manufacturing process, and the device was released within specifications.

Event description:
A distributor reported that a surgeon alleged that one of a patient's dual magec rods broke after over one (1) year of implantation.